Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance and pacing threshold measurements. No adverse patient effects were reported. The lead remains in service.